Event description:
Cerebral spinal fluid (csf) was observed as having accumulated around the pump and connector site in the patient's back, one week following a catheter implant procedure. On (B)(6) 2011, the patient was taken back to ''theatre'', and a purse string suture was placed around where the catheter exited the dura. Approximately 30 mls of csf was removed from the pump pocket. The patient was re-admitted on (B)(6) 2011 with the same csf accumulation in the patient's back, at the location of the pump site. The catheter was explanted and replaced with a new catheter. The explanted catheter was noted as having been discarded by the hospital. The patient's pump contained/administered compounded baclofen (500 mcg/ml). The patient was without harm/injury. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
Lead model 8780, lot #/serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).